Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported patient effects of myocardial infarction and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU), are known adverse events associated with the use of a coronary scaffold in native coronary arteries. It should be noted that the IFU states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty catheter. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the patient presented with a st-elevated myocardial infarction (stemi). The index procedure on (B)(6) 2016 was to treat a lesion located in the distal right coronary artery (rca) with 100% stenosis. Thrombus was aspirated without plaque. Vessel sizing was done using angiography and determined the vessel was greater than 2.5mm. A 2.5x18mm absorb was implanted via direct stenting and post-dilatation was performed at high pressure with a 2.5 nc balloon. The final angiographic residual stenosis was less than 10%. After 2 hours the patient experienced a myocardial infarction and thrombosis was identified. A big content of thrombus was aspirated with a self-expandable stent implanted. The patient was confirmed to have been given dual anti-platelet therapy post procedure. Four days later the patient returned for a procedure in the left anterior descending and optical coherence tomography noted a good outcome of the absorb scaffold deployed in the rca. The patient had a venous thrombosis in (B)(6), so the physician is ascertaining that the patient is not a thrombophiliac subject. The patient was not taking reopro but was taking aspirin and ticagrelor. No additional information was provided.